Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the universal battery charger (serial number: (B)(6)) becoming hot and emitting a burning electrical smell could not be confirmed through this evaluation. The charger was returned and the unit was disassembled for inspection. An internal power cable connecting the power entry module to the main print circuit board was found to be disconnected. The cable was reseated and the unit powered on as intended. The ubc operated as intended and was able to charge multiple test batteries without issue. The internal connection issue may have attributed to the reported overheating and burning smell, but this could not be confirmed through analysis of the returned product. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported events could not be conclusively determined through this analysis. Review of the device history record for the universal battery charger, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate universal battery charger (ubc) instructions for use (IFU) (rev. D) instructs users to not use a damaged ubc, and to obtain a replacement if necessary. Section 6.0 routine inspection and cleaning within the IFU instructs users to check the ubc for damage at least once per week. Heartmate ubc instructions for use (IFU) (rev. D) provides an overview of how to use and care for the ubc. Section 5 ¿monitoring performance¿ covers all faults, including charger pocket faults, and the actions to take when a fault occurs. Heartmate 3 instructions for use (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms, including faults that occur on the ubc, and the actions to take if the faults do not resolve. Do not use a damaged or defective battery charger until it is repaired or replaced. Until there is a safe and reliable way to recharge batteries, use the heartmate power module or mobile power unit to power the heartmate system (detecting faults with the entire charger, IFU rev. D). The battery charger requires planned maintenance at least once every 12 months for the best possible operation. Planned maintenance includes (but is not limited to) a functional check of the device and cleaning/inspecting all internal connections. Service and maintenance of the battery charger should be performed only by service personnel who are trained by abbott (powering the system, IFU rev. D). This information is included in the yearly checklist as well. The heartmate 3 patient handbook and heartmate 3 instructions for use also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the universal battery charger became very hot and emitted an electrical burning smell.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the universal battery charger (serial number: (B)(6)) becoming hot and emitting a burning electrical smell could not be confirmed through this evaluation. The charger was not returned to abbott for further analysis, and no photos or videos were submitted for review. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported events could not be conclusively determined. Review of the device history record for the universal battery charger, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate universal battery charger (ubc) instructions for use (IFU) ( rev. D) instructs users to not use a damaged ubc, and to obtain a replacement if necessary. Section 6.0 routine inspection and cleaning within the IFU instructs users to check the ubc for damage at least once per week. Heartmate ubc instructions for use (IFU) (rev. D) provides an overview of how to use and care for the ubc. Section 5 ¿monitoring performance¿ covers all faults, including charger pocket faults, and the actions to take when a fault occurs. Heartmate 3 instructions for use (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms, including faults that occur on the ubc, and the actions to take if the faults do not resolve. Do not use a damaged or defective battery charger until it is repaired or replaced. Until there is a safe and reliable way to recharge batteries, use the heartmate power module or mobile power unit to power the heartmate system (detecting faults with the entire charger, IFU rev. D). The battery charger requires planned maintenance at least once every 12 months for the best possible operation. Planned maintenance includes (but is not limited to) a functional check of the device and cleaning/inspecting all internal connections. Service and maintenance of the battery charger should be performed only by service personnel who are trained by abbott (powering the system, IFU rev. D). This information is included in the yearly checklist as well. The heartmate 3 patient handbook and heartmate 3 instructions for use also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.